Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg. The patient experienced a fever and feeling sick. The patient visited their physician and was prescribed prednisone to be taken twice a day for 10 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.